Event description:
Possible MDR - customer was getting numerous pressure alarms 0040 & 00c3. When they were in the process of taking the patient off the machine the set started to spurt blood. There was blood loss, but they don't know exactly how much. There was no patient harm. The customer is cleaning her machine, but I told her if she wanted any help to call us back. No service call at this time. Add'l MFR narrative: "the review of our complaint file indicates that this is the first time such a pod problem is reported on prisma m100 lot number 06g2075. No sample was received, nevertheless according to the description of the event and the add'l info indicated in the report of our medical expert: we can assume the defect is a bad welding of the two access pod's half casing. A corrective action was implemented in (B)(6) 2006 by our sub-contractor. It consists in a 100% air pressure integrity test under 3 bars. The involved component was used in our assembly line in (B)(6) 2006, from prisma m100 lot number 06i1980g. It is to be noted the device was manufactured before implementation of this corrective action. The rate of complaint relating to an access pod problem during unloading or blood return to pt is 0.07 per 10,000 devices (calculated on the last 12 month-period). No further action will be taken. Nevertheless, we will continue to monitor and trend this type of defect. We consider there was no pt's safety issue because the pt blood loss was 107 ml. As indicated in the expert medical report: the nurse says this incident neither caused nor contibuted to the pt death and that it was the family's decision to terminate life-support. However, even if the incident did not represent a risk for the pt. It could have presented a risk of infection/contamination for the nurse, due to the contact with external blood leak. For this reason, we decided to report this case an MDR."